Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had a recurring no delivery alarm which they could not resolve. The customer¿s blood glucose level at the time of the event was 510 mg/dl. The customer's spouse reported that they were unable to push through the insulin manually. Customer's spouse was unable to troubleshoot at the time of call. The reservoir will not be returned for analysis.